Event description:
Received hyalgan injections in each knee by dr (B)(6), md at (B)(6) ctr on (B)(6)-2010; and (B)(6)-2010. Started swelling on (B)(6)-2010 in the knee, calf, and ankles. Went to the va ER on (B)(6)-2011, dr (B)(6), md stated that I had a reaction to the injections and prescribed furosemide 10mg tab for 4 days, lost 10 pounds of fluid out of my legs and ankles in those four -4- days. My primary care physician, dr (B)(6), md stated on (B)(6)-2011 that I had what is called a "delayed reaction" and have poor circulation and prescribed additional furosemide 10mg tab. As needed along with potassium chloride 8meq sa tab. I have had incidents of leg and ankle swelling and cramps ever since those injections and have to take furosemide to get rid of the swelling. Prior to the injections, I had not had incidents of water retention nor swelling nor leg cramps like this that I have had since the injections. Nor was I told that I had poor circulation until after the injections. Mfg for: sanofi-aventis u.s. Llc; (B)(4).